Event description:
Additional information received reported the patient's pain was located in their lower back. Prior to feeling the pain, it was stated the device "worked perfectly" for the patient. It was noted that "3 of the contacts had fallen out" of the lead. It was unclear if this was referring to the 3 electrodes that were reported as "out of range" previously. After the patient was reprogrammed, it was indicated that the "it worked, but not as good as it worked before." No known accidents, falls, or traumas were reported in relation to this event. Additional information has been requested, a second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient's device was irritating the area it was supposed to be helping. It was stated that the patient was going to have their doctor do a CT scan. Two days later, it was reported that three of the electrodes (10, 14 and 15) were "out of range" on the patient's epidural lead. It was stated that the manufacturer representative "did not believe this was why the patient was in pain." Reprogramming was completed by the manufacturer representative and it was noted that the patient felt "it was better." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot # v723675, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v723675, implanted: (B)(6) 2011, product type leadl; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).